Event description:
Follow up information received reported that the patient's new physician contemplated implanting a new ins system into the patient but upon reviewing the prior issues the patient had elected against it. If additional information is received, a follow up report will be sent.

Event description:
Additional review determined this event was also reported in MFR report # 3007566237-2013-02505, any additional information received will be reported in this MFR report.

Event description:
Additional information received reported an allergy test was done and it was determined the patient had a contact allergy to gold sodium thiosulfate. It was unknown if the patient¿s implantable neurostimulator (ins) was a custom gold-coated ins. It was noted the patient and doctor were aware of the risk if they chose to re-implant the patient with another spinal cord stimulation system.

Event description:
It was reported that the patient developed a rash all over their body and had an allergic reaction after implantation of the implantable neurostimulator (ins). It was noted that this was the patient's third ins implanted and did not have any issues with the first two. The ins system was explanted. A consult with an allergy specialist was planned. The patient desired to have the device implanted again. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated the patient had the allergic reaction and explant in 2010. The patient was going to be reimplanted and was currently undergoing the trial again. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).